Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pab2, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/ pelvic floor issues. It was reported that after implant, the patient set the programming herself. The therapy was working but not as much as the patient had hoped. The patient met with the manufacturer's representative (rep) and healthcare provider (hcp). The rep put the patient on a different program and it did improve and the patient liked the settings. Additional information received from the consumer reported that the patient felt like some days the device was effective and some days it wasn't. She had been on program 4 since implant. She increased but it was uncomfortable so she decreased to a comfortable level. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. About a year later, the patient reported that at first she thought the device was working, but it is not working and sometimes she feels that her problems are worse than they were before implant. The patient is getting up all the time at night and continues to have leakage. She also is experiencing pain in her hip where the implantable neurostimulator is implanted. The patient indicated she has stayed on the same program (program 4) since implant. She has adjusted stimulation on this program but it has not resolved the patient's issues. Additional information has been requested regarding actions and outcome. If additional information is received, it will be added to the event.

Event description:
Additional information received from the consumer reported they received help to reset their device. The inconsistent therapy results resolved ¿somewhat.¿ the patient still had problems, but also realized that the device ¿didn¿t work 100%¿